Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of the bd luer lok¿ tip syringe with the bd precisionglide¿ needle broke while injecting contrast dye. The following information was provided by the initial reporter: "while injecting the contrast dye the plunger of leur lock 10ml syringe break during procedure."

Event description:
It was reported that the plunger of the bd luer lok¿ tip syringe with the bd precisionglide¿ needle broke while injecting contrast dye. The following information was provided by the initial reporter: "while injecting the contrast dye the plunger of leur lock 10ml syringe break during procedure."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023. Investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of plunger rod broken / damaged was not confirmed upon inspection of the sample. Analysis of the sample showed that there was no plunger rod damaged present on the sample. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.